Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was clipping the cystic artery and cystic duct and the clips were malformed. One clip was keyhole shaped and the other clip was a malformed "u". The clips were removed using a grasper. There was increased or time however the amount is unknown. There was increased blood loss that was controlled using a bovie and more clips. The amount of blood loss is unknown and there was no need for a blood transfusion. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.